Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were deployed on the cystic artery and everything appeared ok. Approximately ten minutes later, the user was dissecting tissue and noticed a small amount of bleeding. Cautery was used to control the bleeding. The surgeon noticed that the clips fell off and were pear shaped. There was no transfusion required. An endoloop was used to complete the procedure. There was no patient consequence. Device was discarded.

Manufacturer narrative:
(B)(4).